Manufacturer narrative:
Image review: three still images and two intraprocedural fluoroscopic media files were submitted for review in relation to the reported event. Images from the pre-implant patient executive summary were provided, allowing for limited anatomical assessment. Review of these images demonstrates significant calcification of the aortic valve leaflets, with extension of calcification into the left ventricular outflow tract. As stated in the instructions for use (IFU), adequate predilatation can help minimize the need for post-dilatation and may reduce the risk of valve infolding. Predilatation is specifically recommended before implanting the valve in cases of moderate to severe calcification, bicuspid anatomy, or when using a 34 millimeters (mm) valve. No documentation was provided indicating whether balloon pre-dilatation was performed prior to valve implantation. Fluoroscopic valve load inspection images were not available for review; therefore, confirmation of appropriate valve loading could not be assessed. Review of the available imaging demonstrates under-expansion of the inflow region of the valve frame. A post-implant dilatation was subsequently performed; size and model of the balloon are unknown. It was reported that annular rupture with minimal bleeding occurred; however, no cardiac tamponade r equiring pericardiocentesis was observed on echocardiographic assessment. Echocardiographic images were not included among the materials provided for review. An angiogram was performed and demonstrated adequate valve positioning, no significant paravalvular leak, and adequate coronary flow. There was possible evidence of contrast extravasation near the non-coronary cusp; however, the availabl e imaging makes definitive confirmation of annular rupture challenging. Based on the information provided, the reported annular rupture most likely occurred in association with post-implant dilatation performed in the presence of significant calcification of the aortic valve leaflets and extension of calcification into the left ventricular outflow tract. Updated data: b2, b5, h2, h3, h6, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that prior to the valve implant, the patient was diagnosed with severe aortic stenosis and calcification of the native leaflets which contributed to the patient's elevated gradient. During the valve implant, a semi-complaint 24 x 40 millimeter (mm) balloon was used for the post-implant balloon dilation. Two inflations were performed using an hand inflator without a pressure gauge. Following the valve implant, the conservative treatment reported was medication to support blood pressure. Per the physician, the patient's calcified anatomy contributed to the annular rupture. Subsequently, the patient passed away on the same day following the procedure.

Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-2329 (lot: 0013063624); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-2329 (lot: 0013246841); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an evolut fx 29 mm transcatheter heart valve was successfully implanted in the aortic root in a nominal position and, after implantation, echocardiogram showed an abnormally high peak gradient measurement of 70 millimeters of mercury (mm hg). A fluoroscopy sweep showed an under expanded valve frame, and a decision was made to perform a post-implantation balloon dilation with rapid pacing. During the post-implant dilation, an annular rupture was reported with minimal bleeding to the pericardium visible on echocardiogram, and low blood pressure was observed. Angiography showed no regurgitation or paravalvular leak from the valve. Echocardiogram evaluation confirmed the valve was functioning without gradient or regurgitation and there was no cardiac tamponade requiring pericardiocentesis. Aortography showed that coronary flow was open and visible pericardial extravasation that confirmed the annulus rupture. Surgical intervention was ruled out due to comorbidities, and the patient remained alive with injury in critical care under close observation while receiving conservative management in the hospital.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of death was annular rupture, and the patient's calcified aortic root and "hostile" anatomy contributed to the death. Additionally, it was reported that the valve could be excluded as a contributing factor to the death.